Event description:
Information received by medtronic indicated that the customer received a "lost communication" alert, and the sensor was not communicating with the app. The customer reported no adverse event. The event involved product(s) mmt-5100jc1. The troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device or not. The device mmt-5100jc1 will not be returned for product analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.